Manufacturer narrative:
One device was received for analysis of complaint that device does not sense latch being locked. Review of service history found no complaints raised in the last 12 months with the same issue. Functional testing was performed. A cassette was to the pump to see if it registers and the problem was duplicated. The probable cause was faulty latch/lock sensor. The latch/lock sensor was replaced. After the new latch/lock sensor was installed, the pump registered when a cassette was locked to the pump. Device passed functional and accuracy testing post repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not sense the latch being locked. Per reporter it was a new unit and the first time it was used. There was no patient involvement.